Event description:
(B)(4). Event occurred in the united states. The patient reported that tubing was free and did not caught on anything. He was sitting, reading paper and felt a pop. He looked down and saw the tubing came off from the connector. The site location was at the center of the belly, probably 6 inches from navel and the pump was tucked into his shirt buttons, same side as set. The infusion had been in use for about two days. Reportedly, the infusions were stored in a cabinet in the kitchen, but in place with normal temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.